Manufacturer narrative:
(B)(4). Meter and test strips returned on 3/7/2016; qc evaluation completed on 4/12/2016 for each product. Investigation completed and product evaluated with no defect found on returned meter. Returned test strips produced e-3 and high readings. Black chemistry observed. The root cause of e-3 error message and high readings is black chemistry due to improper storage.

Event description:
Customer's daughter called complaining of e-3 error message. Customer was feeling well. Customer was receiving an e-3 message when the test strip was inserted into the meter. Another glucose blood test was attempted and the error message persists. No adverse event report.